Manufacturer narrative:
Additional information received on (B)(6) 2014 with the lesion characteristics and patient condition. The pipeline embolization treatment was for a giant unruptured oblong aneurysm located in the right pca (posterior cerebral artery). The patient was reported to be in stable condition. (B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the proximal broken segment of the pushwire was discarded while the pipeline and the distal broken pushwire segment remains in the patient. (B)(4).

Event description:
On (B)(6) 2014, the patient underwent pipeline (2.50mm x 20mm) embolization treatment. The vasculature was tortuous. The patient was on aspirin and plavix prior to the procedure. During the procedure, after uneventful deployment of the pipeline, it was reported the distal wire separated from the pushwire as the capture coil was being pulled back inside the catheter. Post-operative runs / scans showed that all vessels were patent and filling appropriately and no attempts were made to remove the broken distal wire from the patient. The patient was given heparin overnight and will continue on aspirin and plavix. On (B)(6) 2014, the distal broken wire segment still remains inside the patient and there are no future plans for removal. No patient injury was reported as a result of the event.